Manufacturer narrative:
The device was investigated by (B)(6) for the customer with support from a maquet technician. It was determined that the probable root cause for the reported error message was the old level sensor. It was also found that the pins for the connector and the sensor were shorted. The designated complaint handler (dch) also followed up with (B)(6) to get more information regarding the complaint details and to determine if a service was performed on the device. A service report was provided which stated that the device was exchanged. The defective device was awaiting new parts which were ordered from (B)(4). To date no confirmation was provided by the customer if these parts were received and if the device was repaired using the new parts. This follow-up report will serve as a final report. However, if new significant or pertinent information is provided by the customer, a supplemental medwatch will be submitted.

Event description:
(B)(4)

Manufacturer narrative:
(B)(6) 2015 10:07 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Supplemental medwatch will be submitted after receipt of new information.

Event description:
It was found during priming/ setup that the level detector does not alarm and no pump stop even if the level is low or if the detector is disconnected from the reservoir. No patient involved. (B)(4).